Event description:
It was reported that the patient was seen in the emergency room due to ongoing seizures. No other relevant information has been received to date.

Event description:
Additional information received from the patient reporting that she has recently experienced an increase in seizures that look like mini strokes.

Event description:
Additional information received noting that the patient was recently hospitalized due to increased seizures.

Manufacturer narrative:
A2 age at time of event, corrected data: initial report inadvertently listed the wrong age.